Manufacturer narrative:
This report is for one of sixteen devices involved in this event, please refer to reports 3013450937-2019-00032, 3013450937-2019-00033, 3013450937-2019-00034, 3013450937-2019-00035, 3013450937-2019-00036, 3013450937-2019-00037, 3013450937-2019-00038, 3013450937-2019-0039, 3013450937-2019-00040, 3013450937-2019-00041, 3013450937-2019-00042, 3013450937-2019-00044, 3013450937-2019-00045, 3013450937-2019-00046 and 3013450937-2019-00047. The device history record and sterilization batch release record were reviewed and indicated that the component involved met specification. Should additional information be obtained the report will be supplemented.

Event description:
The patient fractured both of their distal femurs and required a bilateral distal femur replacement. Shortly after the implants were placed the patient passed away.